Event description:
It was reported that the port that accepts the electrogram (egm) cable on the programmer was loose and noise was noted on the egm. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Loose ECG (electrocardiogram) connector found on a printed circuit board assembly.